Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint was due to a degraded battery. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported battery autonomy issues and revealed instances of total power failure without prior warning. Performance testing revealed no power output from the power supply unit. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the battery autonomy and power failure issue was an isolated component failure within the device battery assembly and the root cause of the no power output from the power supply unit was due to design limitations. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.